Manufacturer narrative:
(B)(4).

Event description:
Procedure: adrenalectomy. According to the reporter: upon pressing the plunger after inserting it into trocar, a nurse confirmed tip part of metal flexible ring was torn into two parts and the bag fell into the cavity. Anything dropped in the pt was retrieved. New one was opened to complete the case with no problem. No pt harm. Operating room time extended: less than 30min. Add'l tissue resection: no. No bleeding.